Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode was found partially outside of the cochlea, as confirmed by post-operative diagnostic imaging. In addition a complete insertion was not achieved at implantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user was implanted on (B)(6)2017, complete insertion was not achieved, two channels were extra-cochlea. Over the years changes in impedances were reported that resulted in disabling multiple channels. Re-implantation surgery was performed on (B)(6)2021. The device explantation report states 3-4 electrodes channels were outside of the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on (B)(6) 2017, complete insertion was not achieved, two channels were extra-cochlea. Recent CT confirmed migration of the electrode array, with 4 extra-cochlear electrodes.